Manufacturer narrative:
Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed on the device which determined that the visual assessment failed with the color ring damaged, and the housing scratched. It was further determined that the temperature assessment and functional assessment failed since the temperature was too high. It was observed that the device was received with the cutter device rotating; however, it was too tide. It was observed that the color ring was damaged. During service/repair, it was determined that the front-end sub assembly could not be taken apart, the bearings were damaged and broken, and there was excessive detergent debris. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the attachment device was not spinning freely. During in-house engineering evaluation, it was observed that the temperature assessment and functional assessment failed since the temperature was too high. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.